Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell during basketball practice and the touch screen became shattered. Customer was unable to turn pump on due to the shattered screen. Customer's blood glucose was 195 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.